Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center was not detecting the gastrointestinal videoscope and was not giving an image. The issue occurred during reprocessing. There were no reports of patient involvement.